Event description:
It was reported during surgery, the part number 80-4149 driver broke off in the screw head and could not be removed. It was also reported " a couple of small fragments remained in the patient and could not be recovered". No further information is available.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device was not available for evaluation. Based on the information received, the root cause could not be determined.